Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the 1st complaint reported for this lot number. Based upon the severity level and lot quantity, the number of events is within the acceptable quality levels. Therefore, a device history record (DHR) review is not required. However, the DHR was requested to review manufacturing records. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one truguide coaxial needle was returned, noted as a component for a biopsy mission kit. The mission biopsy needle and remaining kit components were not returned. A visual and dimensional evaluation was performed. The coaxial needle was retuned broken in two segments. The coaxial beak was located approximately 5.0cm from the hub. The distal coaxial segment measured approximately 6.0.cm from the distal tip. The broken edge appeared jagged. Slight shaft deformation leading up to the break site was noted on the distal coaxial segment. The distal segment was also noted to be bent at approximately 3.5cm from the cannula tip. A dimensional evaluation of the coaxial needle segments noted no anomalies. Therefore, the investigation is confirmed as reported for a coaxial needle break. The investigation is also confirmed for material twisted/bent. Based upon available event information and sample evaluation results, the root cause for the reported event appears to be use-related. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a spine biopsy within the l4-l5 disk space, the tip of the needle allegedly broke inside the patient. It was further alleged that the broken tip was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: (B)(6) 2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a spine biopsy, the tip of the needle allegedly broke inside the patient. There was no reported patient injury.